Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, capsule calcification, dense fibrosis, chronic inflammation and implant palpability. Healthcare professional additionally reported "seromas" and "exchange of textured breast implants due to the patient¿s concern with the product." Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, capsule calcification, dense fibrosis, chronic inflammation and implant palpability. Healthcare professional additionally reported "seromas" and "exchange of textured breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, dark ring and fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is no issues found related with the manufacturing.